Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had audio but the speaker malfunction error is present on the piic station due to corrosion on speaker. The alleged device was removed from service. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to damage caused by corrosion. The speaker was replaced.